Event description:
It was reported that during an unknown procedure the 4-40 stud was damaged. Changed to another device to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2023 d4 batch #: x94y66 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the 4-40 stud broken. In addition, the nose cone was slightly separate from the mid housing no functional testing could be performed due to the device returned condition. The handpiece was disassembled to verify the condition of the internal components, and no anomalies were found. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. No conclusion can be made as to how the nose cone was separated. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number x94y66, and no non-conformances were identified.